Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral and scrotal erosion as the pump was eroding out of scrotum and patient was having difficulty urinating. No further complications were reported in relation to this event.